Event description:
It was reported that an ilet pump issued a persistent restart alarm identified as a motor stall, and insulin delivery was interrupted until the user, with assistance, removed the cartridge and connector and completed a full supply change and restart; insulin delivery then resumed, with reported blood glucose readings around 198¿207 mg/dl and a recent snack noted. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party during a video-supported session. Investigation of this case revealed a communications problem was identified during troubleshooting, and the event was consistent with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.